Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure. The tip was broken during use. And fragments fell into the patient. The fragments were retrieved, during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. And no damages were observed. The instrument was in use for 15 minutes when the issue happened. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The surgical staff did not notice any damage to the cannula after the event occurred. The fragment was just one broken piece, which was removed successfully. No additional procedures or post operative tests were done.

Manufacturer narrative:
Based on the claim against the product by the customer noting, physical damage. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.592, from the base. The broken piece was not returned. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.